Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the pressure regulating balloon (prb). No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent a thorough analysis. The cuff component was visually and microscopically examined and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump was also visually and microscopically examined and tested for leaks. The balloon was visually inspected, and it was noted that it was non-spherical in shape. Scaling was observed in the balloon shell and a pinhole tear was identified within the scaling during leak testing, confirming the reported clinical observation. Scaling on the balloon shell could impact the elasticity of the material, increasing the likelihood of fluid leaks forming with continuous cycling.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the pressure regulating balloon (prb). No further information was provided.